Manufacturer narrative:
A functional test and a review of the complaint history, device history record, drawing, manufacturing instructions (mi), quality control (qc) and a visual inspection of the returned used and damaged dilator was conducted during the course of investigation. The visual inspection of the dilator revealed that the flare appears inadequate, but it is unknown whether or not the cause is process related or operator related. It is feasible to suggest that the assembly process for this device was not performed correctly. Current controls per the quality control instructions states, "confirm correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued." The appropriate personnel will be notified of this event and we will continue to monitor for similar complaints. Based on the risk assessment performed, no additional actions are required at this time.

Event description:
A male patient with a pre-existing condition of abdominal and bilateral iliac aneurysms underwent treatment for ibd (inflammatory bowel disease) and a evar procedure. During the procedure the hub of the dilator on the 12fr sheath snapped off the end when attempting to remove it. Another 12fr sheath had to be opened so a new dilator was available. No part of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.